Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. There were no defects to the product. The patient required a downsizing of the cuff. A 4.0cm cuff was explanted and a new 3.5cm cuff was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned as it was discarded. Should additional information be received a supplemental report will be filed.